Manufacturer narrative:
The device was returned for analysis. The reported tip break was unable to be confirmed; however there was a noted stent sheath kink. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip break/noted stent sheath kink; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a

Event description:
It was reported that during the procedure, the tip of the 5x60mm absolute pro self expanding stent broke. An unspecified device was used to continue the procedure. There was no reported adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.